Manufacturer narrative:
Zimmer biomet (B)(4). Patient's weight was not provided. Event date was not provided. Reporter's email address was not provided. Additional 510(k) numbers are k011028 and k013227.

Event description:
It was reported that the implant relocated into the sinus which was noticed at a follow up appointment prior to restoring. Patient stated she bit down and felt something different under her denture. Implant was removed. Tooth #11.

Manufacturer narrative:
Product evaluation: one impl tapered scr-v ha 3.7 mm 3.5mm 13mm (tsvh13) was returned for investigation. Visual inspection of the as returned product identified signs of wear from use about the implant threads and drive feature. Product matched print specification where measured. No pre-existing conditions were noted on the per. The reported product was located on tooth # 11 (universal) and used for approximately 4 months. The reported event could not be recreated due to the nature of the dental device and event (medical condition). DHR review: DHR review was completed for the subject lot number 1232809. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number (1232809) for similar events (complaint category keyword: sinus) and no other complaint was identified. Post market trend review: april post market trending was reviewed and there were no actionable events or corrective actions for the reported event (relocation into sinus) or product (tsvh13). Therefore, based on the available information, device malfunction has not occurred and the reported event was non-verifiable. Sections updated: b4: date of this report. G3: date pce/investigation results have been received. G6: type of report and follow up number. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event codes. H10: manufacturer's narrative.

Event description:
There is no update to the original complaint description provided.